Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-sep-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "had a swelling of his chest because an electrode was touching his vein in his right chest." As a result, the physician replaced the implantable neurostimulator (ins) and implanted the current ins above the patient's right hip. They explained that the ins had to be implanted above the patient's right hip because the physician could not implant it in the patient's left chest because of thin skin. They also could not implant it in the patient's buttocks because they had bed sores. They thought the physician may have also replaced the "electrode." They mentioned unrelated medical history which included that the patient had covid-19 at the beginning of (B)(6) 2020.